Manufacturer narrative:
(B)(4). Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent dislodgement occurred. The target lesion was located in the femoral artery. A 2.25x16 synergy ii everolimus-eluting platinum chromium coronary stent system was advanced to treat the lesion. However, during procedure, the stent came off the balloon. The physician crushed the stent against the vessel wall and completed the procedure with a different device. No patient complications were reported and the patient's status was stable.